Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "new sensor starting up" message upon scanning the adc device. The customer indicated the sensor would not start and due to this went to the hospital where they received unspecified treatment. No additional information was provided regarding this event as the customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.